Event description:
The customer reported that she was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 589 mg/dl and vomiting. The customer stated that her doctor wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.